Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2 and h6 (component code, clinical code, device code, type of investigation, investigation findings and investigation conclusions) h6: type of investigation: labelling review h11: additional manufacturer narrative: the device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. The complaint for reduced therapeutic efficacy over time / incorrect implant position was confirmed with empirical evidence. Available information suggests imaging (imaging was difficult, pml was difficult to see clearly) and procedural context (tissue bridge on lateral side was difficult to see during the procedure) likely contributed to this adverse event. However, a definite root cause was unable to be determined. Since no edwards defect was identified, corrective or preventative actions are not required.

Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
As per the reported received from spain, edwards received notification of a pascal precision procedure in mitral position by right femoral vein. There was a post-procedure "partial" slda. During the procedure the imaging was difficult and the posterior leaflet was difficult to see clearly. The tissue bridge in its lateral part was difficult to see during the procedure. The result was the best it could be obtained under these circumstances (mitral regurgitation (mr) grade 2). On pod9 the device was partially detached from the lateral part of the posterior leaflet so the patient had mr grade 4. There was a reintervention with one pascal ace at each side the in order to stabilize the device. The result was mr grade 3 and after that a plug was implanted obtaining and mr 2 result. The posterior leaflet was not damaged. As per medical opinion the root cause was lack of tissue in the lateral part of the posterior leaflet. However, the detachment from the posterior leaflet was not complete, only part of the tissue. The device was still attached to the posterior leaflet (and also the anterior as it did not change, the problem was with the posterior).